Manufacturer narrative:
H10: the suspect device was returned for evaluation. There is no failure to report. The uut was tested and found to operate to specifications. The event trace review found the ventilator to have operated according to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1150 ventilator will be coming in for an event trace due to patient incident. At this time customer did not provide further details of the incident. The customer has not provided any information regarding patient harm or injury associated with the reported event.